Event description:
End user reports that he had another urinary tract infection since his last complaint. His previous complaint and MDR that was submitted was due to the misuse of the product. The end user reports that he had changed his technique since his last report, but still developed a urinary tract infection. It is unclear if the infection he was previously treated for was fully resolved with medication, it is unknown if the end user started using aseptic technique. The end user reports that "he was admitted to the hospital for this uti for 3 days and given IV antibiotics". He has not followed up with his urologist since his last urinary tract infection. No photographs depicting any complaint issues were received.

Event description:
End user reports that he had another urinary tract infection since his last complaint. His previous complaint and MDR that was submitted was due to the misuse of the product. The end user reports that he had changed his technique since his last report, but still developed a urinary tract infection. It is unclear if the infection he was previously treated for was fully resolved with medication, it is unknown if the end user started using aseptic technique. The end user reports that "he was admitted to the hospital for this uti for 3 days and given IV antibiotics". He has not followed up with his urologist since his last urinary tract infection. No photographs depicting any complaint issues were received.